Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant potassium results of 6.5 and 8.8 on a patient. There is no patient information available at the time of this report. Time: main anesthesia/or: recovery room: 10:20, 6.5. 10:34, 3.8. 11:43, 8.8. 11:58, 5.4. 12:05, 4.0. 12:37, 4.3. 12:41, 4.3. 2:21pm, 3.9. 3:56pm, 3.6. 4:05pm, 3.7. Based on the information available at the time, there were no injuries associated with this event. Preliminary testing on customer returns shows no deficiency.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).